Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the operating room for a device change due to normal eri. During the procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition.